Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing a much lower fill estimate than caller believed should be present. There was no reported impact to the customer¿s blood glucose level. Caller confirmed proper cartridge preparation steps, was able to reload same cartridge with guidance from technical support, declined suggested test bolus, and agreed to monitor pump and follow up if necessary, with no further actions documented.